Event description:
Customer called in stating that their pump went goofy on them this morning. Customer stated that they went to take one unit and they looked down and the screen jumped to 7.4 units. Customer stated that they have had the pump for 11 years and that it might be time for a new one. Customer also mentioned that since he was going low, he went to the emergency room for the lbgs. Nothing further reported.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. All the buttons functioned properly and no numbers ramping or scroll bars moving up noted.